Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the section b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an untreated episode possibly due to sense b noise issue in the alternative vector. The patient performed provocation maneuvers with arm movement but could not reproduced any noise. The impedances of the last controls were always stable at 50 to 60 ohms. Boston scientific technical services recommended the healthcare professional to perform lead integrity check, look for under-insertion connection issue and if all is fine, the healthcare professional should reprogram to secondary vector. No adverse patient effects were reported. This device and electrode remain in-service.